Event description:
The consumer reported that they had "dual chambers" and that they wanted the other side activated for their left foot. It was reported that their right foot had problems from their reflex sympathetic dystrophy (rsd) but the stimulator satisfies their need in that foot. The patient stated that the left foot was a problem now and they currently slept on a small mattress. They started not being able to sleep on the left side and stated the nerve damage started effecting that side. The patient stated they were tossing and turning and had a little twinge and now the patient couldn't get sleep because of it. It was reported that the patient was on medication that was not working for them and they didn't want to have to go back on narcotics so they wanted to figure this out. The patient stated that it was on the level where they couldn't feel stimulation but they knew the implantable neurostimulator (ins) was on. There was a report of a sudden change in therapy or symptoms. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.